Manufacturer narrative:
Additional information was received on 19-mar-2025. Date effusion discovered was (B)(6) 2025. Date puncture performed was same day, (B)(6) 2025. Date surgery performed was performed was (B)(6) 2025. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. E1. Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a varipulsetm catheter and the patient experienced pericardial effusion that required pericardiocentesis and surgical intervention. It was reported that there were no intraoperative complications. They performed postoperative transthoracic echocardiogram (tte) and there was nothing to report. However, on the event date it was reported that a pericardial puncture drainage was needed (350 cc of sero-hematic fluid). Thoracotomy surgery for pericardial effusion revealed serious fluid, non-purulent and non-blood. The patient was under observation at the hospital. Additional information was received. The event occurred about 2 weeks after the use of the bwi products. The patient went back to hospital and had a pericardial puncture but a few days after he went back to surgery because of pleural effusion. He then stayed at the hospital for recovery until (B)(6) 2025 (patient required extended hospitalization). Patient fully recovered. The physician doesn't know the cause of the adverse event. The inflammatory response may be caused by bwi product malfunction, procedure or patient condition. Additional request has been made to obtain clarification to this complaint. However, no further information has been made available.